Event description:
According to the reporter, during a laparoscopic liver resection procedure, while being applied to the liver following resection, the device felt different to other pieces/was very stiff and was breaking easily. No patient injury.